Event description:
Pt was trached while in our ICU. She was then transferred from our hosp to a specialty unit in 2009. Pt began developing respiratory problems the following month. Pt had bronchoscopy which showed a portion of suction tubing in her lung. Tubing was able to be removed with no ill effects to pt. Tubing piece was approximately 10 cm in length.